Event description:
It was reported that cartridge alarm occurred during cartridge loading and continued even after customer followed prompts and used proper load process, preventing customer from successfully loading cartridge and resuming insulin therapy. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support assisted with loading steps, arranged replacement pump under warranty, instructed customer to place pump into storage mode and return it with prepaid label, and advised customer to reenter pump settings, reconnect continuous glucose monitor, and select appropriate setup option on replacement pump.